Event description:
Patient's rn administered heparin bolus and maintenance appropriately. Approximately 2hrs later, rn was called into the pt room for ivac beeping. Heparin bag was found empty. All tubing and programming is correct, the ivac history read the appropriate bolus and rates. However, ivac stated it still needed to infuse 142 ml despite bag being empty.the platen assembly hinge was broken causing a loose fit when tubing inserted and door latch closed. This prevented the tubing from being properly compressed to stop drug flow. The peristaltic pumping mechanism malfunctioned allowing an unrestricted flow (free-flow) of heparin to the patient.======================manufacturer response for intravenous access (ivac) infusion pump, carefusion alaris 8015 infusion pump (per site reporter).======================as of this report, there has not been any response from the manufacturer.